Event description:
End user's daughter alleges while operating the motorized wheelchair inside of the home, the end user unintentionally accelerated the speed of the motorized wheelchair and drove into a glass table resulting in a laceration to her right leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was not exercising caution by not ensuring that joystick/controller speed/response control was consistent with the surrounding environment, as advised in the owner's manual.